Manufacturer narrative:
No device problem found in analysis of production records or trend analysis. Device was not returned for evaluation (implanted), therefore no findings were available. Production records and trend analysis were reviewed with no device problem found. Because the device was implanted and, therefore not available for testing, a definitive conclusion could not be reached.

Event description:
Patient presented with chest pain the morning of (B)(6) 2019. It was reported that the side branch (1st diag) had 90% in-stent restenosis. Resolved after des placement at distal edge of previously placed stent and in the proximal/ostial 1st diagonal. A 2.0 x 8 onyx stent and a 2.0 x 12 onyx stent were used to treat the lesions. After pci, 1st diagonal showed 0% stenosis. Patient experienced bradycardia and was hypotensive after pci and transferred to ICU. Patient recovered and was discharged on (B)(6) 2019. Additional notes: on (B)(6) 2018: tryton was initially implanted in lad/diag and xience stent in mv. On (B)(6) 2018: patient was treated for restenosis 237 days post index procedure. It was reported that the side branch had 70-80% in-stent restenosis in the diagonal. The decision was made to treat the restenosis medically. No changes in medication were noted. Reference manufacturer report no. 3007210870-2018-00014.